Event description:
An user facility reported that following intraocular lens (iol) implant surgery, the lens would not center in the sulcus and was explanted. Additional information, including patient status, has been requested.

Manufacturer narrative:
The device has not been returned for evaluation. There have been no other complaints reported in the lot number. Additional information was requested 12/19/2007, 12/20/2007 and 1/8/2008 by phone, mail and fax. A completed questionnaire has not been returned.